Event description:
Pt told the doctor they fell and the two extension legs pulled off. Dr. Cut catheter to perform an over the wire replacement. In 02/2005 doctor called and said after talking to the pt. Pt admitted to cutting the extension legs off their catheter.